Manufacturer narrative:
Complaint confirmed, the tip of the device broke off approximately 3mm from the distal end. No additional damage was observed. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the initial plan of the surgery was an me with the two screws according to mica, but the distal screw simply broke off at approx. 5mm. The remaining screw remained embedded in the bone. The proximal screw could be unscrewed well at first until 7-8 mm outside the bone. After that the surgeon was not able to move the screw a single mm. The screw head was screwed through and the surgeon wanted to go back to the initially planned me. While implanting it the tip of the extractor broke off and blocked the screw, so that it was not possible to insert another attachment. In the end the surgeon had to cut the protruding part of the screw with a saw blade and leave the rest of the screw in the bone. It is currently unknown if the patient is harmed to the issue but the surgery time was extended from 5 minutes to 1 hour.